Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: there was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. Hence, this complaint can be confirmed.. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: the relay board is defective. Per service reports, this complaint can be confirmed. The defective relay board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the vapr vue generator device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.